Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions were checked and found to be in compliance with technical drawings of the producer and ao asif specifications. The fracture area of the screw is completely unrecognizable. The topography of the fracture surface showed partly a forced fracture with dimples, indicating high dynamic loads. Scanning electron microscope observations and findings showed that the failure of the screw was caused by fatigue and overload.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was treated with plaster cast but was not compliant. Patient was implanted with screws on (B)(6) 2011. It was reported that seven screws broke post-operatively. Patient was returned to the or on an unknown date for removal of hardware. This is 2 of 7 reports for the same event.